Event description:
It was reported to philips that the system gave an alert indicating a button was active during startup, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that system gave an alert indicating a button was active during startup, which can impact booting. Review of the log files shows a message indicated an active button was being pressed. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the system gave an alert indicating a button was active during startup, which can impact booting and also found cracked button on the control module in one of the stand joystick knobs. The rse ordered new joystick knobs and customer replaced the same, but issue persists and requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the pan handle mushroom was stuck, causing the tabletop to free float and trigger the user message confirming that pan handle was defective. To resolve the issue, the fse replaced the pan handle. After replacement the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.